Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient had blood clots, thrombosis and required surgery for a "replacement device". The patient subsequently received a heart transplant. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for a revision to the product event summary. Revised product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event is not related to a manufacturing or servicing issue. Log file analysis could not be performed since log files were not available for analysis. The reported thrombus event could not be confirmed due to insufficient information. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, thrombus is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of atrial thrombus. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion and a correction to b.1. Adv evnt/prod prob: product event summary: the ventricular assist device (vad) with unknown serial number was not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event is not related to a manufacturing or servicing issue and the device serial number was unknown. Log file analysis could not be performed since log files were not available for analysis. The reported thrombus event could not be confirmed due to insufficient information. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, thrombus is a known potential complication associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that after two rounds of tissue plasminogen activator (tpa) the vad thrombosis and hemolysis resolved. After twenty-four to forty-eight hours thrombosis recurred and an evaluation demonstrated that ejection fraction (ef) improved to approximately 50% ef. The vad was turned off and the patient went to the catheterization lab to have outflow graft (ofg) occluded. Approximately a week later, the patient went to the operating room to have the driveline (dl) extracted and skin closure to reduce the risk of infection from the dl exit site. Three months later, recurrence of left ventricular dysfunction returned with associated cardiogenic shock which required inotropic support and intraaortic balloon pump (iabp). The patient went to the operating room for a vad replacement where thrombus was observed to extend within two centimeters of the ascending aorta. When the vad was removed, a layer of thrombus was left protruding from the ventricle that had formed around the inflow canula and was partially organized. Thrombus and clot were removed and new vad and dl were placed.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Events pertaining to (B)(6) will be captured within this regulatory report going forward. The transplant occurred on the replacement device and will not be mentioned in this report going forward. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.